Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 134 mg/dl. A replacement wall adapter was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement wall adapter resolved the issue; however, the customer did not respond.